Event description:
Medtronic received information that during use of a mc3 nautilus extracorporeal membrane oxygenation (ECMO) oxygenator, it was reported that the device leaked blood. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the circuit primed for approximately 1 hour. The circuit was primed with blood. Heparin was used. There was no damage to the packaging. There was no damage observed to the device. The device was used for 1 hour prior to the leak.

Manufacturer narrative:
The device was not returned for analysis.